Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq0207 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that inserted ¿ (B)(6) 2018 - treatment was administered with no issues but when flushed, it was noted the dressing became damp and there could be no blood drawn (blood was drawn with no issues before treatment administered). It was stated they went onto remove the secureacath and flushed again to see fluid running down patients arm so they removed the line. They examined it and flushed ½ ml and noted it leaking. Length of line was 21cm and the leak had occurred at 3.5cm below the skin.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that inserted (B)(6) 2018 - treatment was administered with no issues but when flushed, it was noted the dressing became damp and there could be no blood drawn (blood was drawn with no issues before treatment administered). It was stated they went onto remove the secureacath and flushed again to see fluid running down patients arm so they removed the line. They examined it and flushed 1/2 ml and noted it leaking. Length of line was 21cm and the leak had occurred at 3.5cm below the skin. It has been clarified that the reported event occurred while the patient was at home. The patient returned to the hospital to have the catheter evaluated; however, there was no issue with the catheter at the hospital. There is no report of an over-night stay for the patient and no injury reported.